Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed and the cannula did insert into the skin but the pink slide did not move fully forward, indicating a needle mechanism failure. The patient's blood glucose level rose to 298 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each and ran for 269 pulses, delivering several boluses, before deactivation. Investigation of the needle mechanism found no issues that would result in a needle mechanism failure.